Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the device was used prior to the expiration date. (B)(4) for the reported issue of stent difficulty removing and stent blocked with hyperplasia. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices involved in the same event. Refer to manufacturer report # 3005099803-2013-02492 and 3005099803-2013-02493. It was reported to boston scientific corporation that after removal of a polyflex esophageal stent (MFR. # 3005099803-2013-02492) and a wallflex fully covered esophageal stent (MFR. #3005099803-2013-02493) the patient developed a fistula and subsequently died due to a pulmonary issue. According to the complainant, the patient was initially diagnosed with lung cancer. The indication for the stent placement was for treatment of a benign, radiation stricture within the mid esophagus. The patient's anatomy was reported to not be tortuous. Reportedly, the patient had been receiving chemotherapy and radiation prior to the initial stent placement. In (B)(6) 2012, a polyflex esophageal stent (MFR. # 3005099803-2013-02492) was implanted with no reported issues. The stent was intended to be implanted for approximately 4-6 months. In (B)(6) 2013, the physician attempted to remove the polyflex stent, but was unable to, as there was benign hyperplasia at the proximal end of the stent. The patient was referred to another physician for a second attempt at removal. In (B)(6) 2013, the referred physician performed argon plasma coagulation to the hyperplasia surrounding the stent. In late (B)(6) 2013, the polyflex stent was attempted to be removed again, but it was unsuccessful. Therefore, the physician decided to implant a wallflex fully covered esophageal stent (MFR. #3005099803-2013-02493) inside the polyflex stent and across the hyperplasia. Seven days after the second stent was placed, both the polyflex stent (MFR. # 3005099803-2013-02492) and the wallflex stent (MFR. #3005099803-2013-02493) were successfully removed. However, post stent removal, the physician noticed a huge fistula at the carina and blood was visible within the endotracheal tube. Therefore, another wallflex fully covered esophageal stent was implanted in order to seal the fistula. A bronchoscopy was performed following the stent placement, and it was noted that the stent could be seen in the esophagus through the trachea, confirming that the stent was sealing the fistula. There was no alleged malfunction with the second wallflex fully covered esophageal stent that was placed. The patient was admitted into the intensive care unit due to the complications (fistula) post stent removal. Additional follow-up revealed that the patient was not doing well, and subsequently expired due to a "pulmonary issue". Reportedly, the physicians assessment on the relationship of the stents and the cause of death is "still being determined" at this time. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.